Event description:
A customer reported that a system message displayed and the system was locked during a surgical procedure. The system was exchanged to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).